Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient developed an infection at the opening several months after the catheter was in place, and was given an ointment to apply. The complainant noted that when the infection cleared up, then the catheter began to leak.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to a " materials of construction are not biocompatible¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Single patient use only. Do not reuse." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient developed an infection at the opening several months after the catheter was in place, and was given an ointment to apply. The complainant noted that when the infection cleared up, then the catheter began to leak.